Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d4: lot number updated from 20720g2 to 20720g1. D9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Event description:
Subsequent to the initial report being filed. Return device analysis found there were no damages noted to the bdc. The account confirmed that the incorrect bdc was returned and the reported bdc was discarded. No additional information was provided.

Event description:
It was reported that during device preparation, the 5.00x40mm armada 35 balloon dilatation catheter (bdc) was soaked and air aspiration was performed prior to use. The procedure was to treat a 80% stenosed de novo lesion in the arteriovenous (av) fistula with mild calcification and mild tortuosity. The bdc was advanced to the target lesion and the balloon was inflated; however, during the second inflation at 15 atmospheres (atm), the balloon ruptured. The bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another same size armada balloon was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na